Event description:
It was reported by service report that the fowler up and down function and the siderail controls do not work. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderails installed incorrectly.